Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): device was returned but no anomalies were found.

Event description:
It was reported that during the implant procedure after attempting to place the lead three times, the physician removed the lead. While the lead was outside the body, the physician rotated the tool and the helix "jumped out" rather than moving out slowly. The lead was not implanted. No patient complications have been reported as a result of this event.